Manufacturer narrative:
Other text: mw 5093886.

Event description:
It was reported that customer is having issues with medfusion 4000 syringe pump-power related in nature. Pumps failing during infusion without warning, or giving some form of a warning involving the battery. All of these may occur even while plugged in.